Event description:
The customer reported that the jaws of the device would no longer open while on tissue. Tissue around the jaws was resected in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.